Event description:
Pt accidentally delivered an insulin bolus that caused episode of hypoglycemia. Tried to self correct hypoglycemia with glucagon. Called ambulance and was taken to hosp, where pt received cola and sent home after about 5 hours.